Manufacturer narrative:
(B)(4). S/w version = 4.11d, retainer ring = black. Customer returned pump for alleged cosmetic damage located at the side of the pump found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, cracked case (battery tube), label damage, and cracked reservoir tube lip. Cosmetic damage was confirmed at the side of the pump. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the side of the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.